Event description:
Allegedly, the patient was revised due to metallosis. Spiked cup was removed with the head and neck. The neck came out with the head. Stryker cup was implanted with their dual mobility liner and our 28mm +7mm head.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the explant date from (B)(6) 2017 to (B)(6) 2017.